Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. If additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported one (1) ce intermate lv167, product code (B)(4), in which the lure post was noted to have been broken off when the overwrap was removed before use. There is no patient involvement or injury associated with this report.